Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the customer encountered a recoverable fault issue. However, the customer contacted an intuitive surgical, inc. (Isi) technical service engineer (tse) for assistance after the surgeon that already converted the case to open surgery for an unspecified reason. The tse reviewed the system logs and identified an error 54 related to a blue fiber cable followed by recoverable faults. The tse walked the customer through fully seating the blue fiber cable at surgeon side console (ssc) #2 and power cycling the system. The issue did not persist. The procedure was completed with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The reported issue was resolved after the tse walked the customer through reseating of the blue fiber cables and power cycling the system. No site visit was conducted. The cause for the conversion to open surgery is unknown. It is unclear if the customer reported recoverable fault issue caused or contributed to the surgeon's decision to convert the case to open surgery.